Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that nine years following a cataract extraction with intraocular lens(iol) implant procedure, he is experiencing hazy vision and a grayish film. He was informed during an eye exam that he has some lens glistening. Additional information was requested. There are two medical device reports for this patient. This report is for the right eye.